Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pre-discharge follow-up, drop in the sensing was noted. X-ray revealed lead dislodgement. The lead was repositioned. The patient was stable post-procedure.